Event description:
A report was received that alleges that the tracheostomy tube was deflating at the cuff after three days in situ. Replacement was required. No incident related medical sequelae was reported.

Manufacturer narrative:
(B) (4). Device evaluation: the suspect device was returned and evaluated. The device cuff was leak tested. The cuff was inflated to 40cm h2o and inspected, without incident. The product was left inflated for 12 hours and re-inspected, without evidence of deflation. The cuff was further inflated to 80cm h2o and immersed in water, with no evidence of leakage. The alleged failure could not be duplicated and the cause of event is unknown.